Event description:
It was reported that during an ablation procedure the farawave catheter was selected for use, the case was running smooth. The catheter flush line was left running and when going to insert back into patient for off label use the catheter was not flushing. Examining further noticed the flush line was damaged/clogged. The catheter was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.